Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2011, 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported the device battery depleted earlier than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.